Event description:
It was reported that the patient's advance sling eroded into their bladder. The patient underwent five or six cystoscopic removal surgeries. No further patient complications reported in relation to this event.